Manufacturer narrative:
The reported event was not able to be duplicated by the service technician, as the device was seized. The failure analysis engineer noted the same failures causing seizure can also cause or contribute to heat symptoms. Disassembly and visual inspection by the repair technician noted the rotor assembly was stuck in the motor. This may cause the reported event.

Event description:
The manufacturer sales representative reported that the device overheated during testing at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer sales representative reported that the device overheated during testing at the user facility. There were no adverse consequences related to this event.